Event description:
Customer received result of 354 mg/dl on the aviva system and 118 mg/dl on professional meter within 10 minutes. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.